Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported that one of the unit's condensers burst and x-ray images were stained. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date of report: 26sep2018. (B)(4). Date of manufacturer: 14jun2018. Through follow-up, it was reported that the unit was not in use with a patient at the time of the reported issue. Philip's field service engineer (fse) confirmed one of the condensers on the motor controller board had lost electrolytes and the power supply was damaged. No parts were returned for evaluation, therefore, a root cause could not be established.

Event description:
Customer reported that one of the unit's condensers burst and x-ray images were stained. There was no patient involvement.